Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation would be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to an unspecified product performance issue. Another same model lead was used as replacement and the procedure was completed. It is not expected that this lead is returned. No adverse patient effects were reported.